Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and device expulsion ("removal of the essure device from the uterine lining") in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and removal of the essure device ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and device expulsion outcome was unknown. The reporter considered device expulsion and pelvic pain to be related to essure. Diagnostic results: (B)(6) 2016: hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and embedded device ("removal of the essure device from the uterine lining/malposition of essure device location of device: uterine wall/ migration of essure device location of device: uterine wall") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovarian pain"), dysmenorrhoea ("menstrual pain / pain during menstruation"), abdominal pain lower ("lower abdominal pain") and procedural pain ("pain from salpingectomy"). The patient was treated with surgery (bilateral salpingectomy and removal of the essure device) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, adnexa uteri pain, dysmenorrhoea, abdominal pain lower and procedural pain had not resolved and the embedded device outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, dysmenorrhoea, embedded device, pelvic pain and procedural pain to be related to essure. The reporter commented: failure to place coil on right tube - coil was withdrawn and new coil was successfully placed. Diagnostic results: (B)(6) 2016: hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Hysterosalpingogram (hsg) - all 3 times (B)(6) 2015; (B)(6) 2015; (B)(6) 2016 result: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on 31-jul-2018: pfs received- new event ovarian pain, menstrual pain, failure to occlude, pain from salpingectomy, abdominal pain. Patient information were added. Pt of device expulsion updated to embedded device incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and embedded device ("removal of the essure device from the uterine lining/malposition of essure device location of device: uterine wall/ migration of essure device location of device: uterine wall") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovarian pain"), dysmenorrhoea ("menstrual pain / pain during menstruation"), abdominal pain lower ("lower abdominal pain") and procedural pain ("pain from salpingectomy"). The patient was treated with surgery (bilateral salpingectomy and removal of the essure device) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, adnexa uteri pain, dysmenorrhoea, abdominal pain lower and procedural pain had not resolved and the embedded device outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, dysmenorrhoea, embedded device, pelvic pain and procedural pain to be related to essure. The reporter commented: failure to place coil on right tube - coil was withdrawn and new coil was successfully placed. Diagnostic results: (B)(6) 2016: hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Hysterosalpingogram (hsg) - all 3 times sep2015;jan2015;jan2016 result: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and embedded device ('removal of the essure device from the uterine lining/malposition of essure device location of device: uterine wall/ migration of essure device location of device: uterine wall') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovarian pain"), dysmenorrhoea ("menstrual pain / pain during menstruation"), abdominal pain lower ("lower abdominal pain") and procedural pain ("pain from salpingectomy"). The patient was treated with surgery (bilateral salpingectomy and bilateral salpingectomy and removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, adnexa uteri pain, dysmenorrhoea, abdominal pain lower and procedural pain had not resolved and the embedded device outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, dysmenorrhoea, embedded device, pelvic pain and procedural pain to be related to essure. The reporter commented: failure to place coil on right tube - coil was withdrawn and new coil was successfully placed. Diagnostic results: (B)(6) 2016: hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Hysterosalpingogram (hsg) - all 3 times (B)(6) 2015; (B)(6) 2016 result: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, consumer race was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and embedded device ('removal of the essure device from the uterine lining/malposition of essure device location of device: uterine wall/ migration of essure device location of device: uterine wall') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovarian pain"), dysmenorrhoea ("menstrual pain / pain during menstruation"), abdominal pain lower ("lower abdominal pain") and procedural pain ("pain from salpingectomy"). The patient was treated with surgery (bilateral salpingectomy and bilateral salpingectomy and removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, adnexa uteri pain, dysmenorrhoea, abdominal pain lower and procedural pain had not resolved and the embedded device outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, dysmenorrhoea, embedded device, pelvic pain and procedural pain to be related to essure. The reporter commented: failure to place coil on right tube - coil was withdrawn and new coil was successfully placed. Diagnostic results: (B)(6) 2016: hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Hysterosalpingogram (hsg) - all 3 times (B)(6) 2015;(B)(6) 2016 result: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.